Manufacturer narrative:
(B)(6). Captures the reportable investigation result of balloon pinhole. Investigation results: visual examination of the returned complaint device found the balloon did not show visual defects and looked normal. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the middle section on the body of the balloon. This failure is likely due to factors encountered during the procedure, such as lesion characteristics, handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure could have resulted in the failure reported. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two cre fixed wire dilatation balloons used during the same procedure. It was reported to boston scientific corporation that two cre fixed wire dilatation balloons were used in the esophagus during an esophageal balloon dilation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloons have a hole. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of the event. Investigation results found that the balloon had a pinhole; therefore, this is now an MDR reportable event.